Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the pneumatic block identified contamination. The pneumatic block was replaced. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).